Event description:
The director of respiratory care reported that when performing pre-operational checkout of ventilator prior to being put into use, they noticed that when an alarm activated on the ventilator, the facility's remote alarm would not sound. The director reported, the ventilator had recently been removed from a patient in the exact location where they had noted the problem, but there was no patient harm. The respironics service technician confirmed the reported problem. The remote alarm cable will be replaced to correct the problem. Manufacturer labeling recommends testing the remote alarm function prior to patient use. The respiratory care director reported their protocol dictates the remote alarm test procedure be run prior to placing an esprit into use, however, since the problem wasn't reported when the ventilator had been used, the clinician who had put the ventilator into use obviously had not followed the procedure.